Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: update the statement "the cause of the condition could not be determined" to "the most probable cause is related to improper manual assembly during manufacturing." Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: lot #: the potential lot is from the following: lot r24k08079 with an expiration date of 11/08/2026 and manufacturing date of 11/9/2024 and UDI of (B)(6) lot r24k29017 with an expiration date of 12/04/2026 and manufacturing date of 11/29/2024 and UDI of (B)(4) lot r24l03093 with an expiration date of 12/04/2026 and manufacturing date of 12/5/2024 and UDI of(B)(4) lot r24k26048 with an expiration date of 11/26/2026 and manufacturing date of 11/27/2024 and UDI of (n)(1126 lot r25a28093 with an expiration date of 01/28/2027 and manufacturing date between 01/29/2025 - 01/30/2025 and UDI of (B)(4) lot r25a23123 with an expiration date of 01/23/2027 and manufacturing date of 1/24/2025 and UDI of (B)(4) the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and the tubing separated from the y-site clearlink in the downstream part was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review of the potential lots was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set fell out of the secondary line port on the side proximal to the patient and leaked. This occurred mid systemic therapy regimen infusion. The device contained oxaliplatin and dextrose 5% in water. There was no report of patient injury or medical intervention associated with this event. No additional information is available.